Manufacturer narrative:
Hologic product application specialist (pas) performed further review of the logs for the worklist in question. Pas suggested that the assay kit used for this run may have been contaminated, as contamination was also observed on other runs. Pas believed the issue may have occurred after fse provided service and completed monthly maintenance on (B)(6) 2024. Pas recommended that the customer discard all open kits, perform monthly maintenance then replace all universal fluids and sample shield in which the customer agreed to do so. Hologic technical support (ts) also advised that they use the 2.5-3.5% bleach solution in cleaning preparation areas. Pas recommended to rule out environmental contamination by running blank samples, which all resulted negative after cleaning. Customer reported that there were no issues with subsequent runs after cleaning and preparing new kits. No further issues were reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
While reviewing the logs for other cases on (B)(6) 2024, hologic technical support (ts) found a sars-cov-2 tma run, wl (B)(4), which may have been contaminated and had an increased positivity rate. The customer was using assay lot 885655 on panther fusion instrument sn (B)(6). The worklist in question had 10 positive samples out of 49 total samples tested (20.4% positivity rate). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The customer confirmed that all valid positive results were initially released to the patients. The customer then reran the affected samples and confirmed that the originally reported positive results had been amended to negative after retesting. The customer was not sure if any patients received treatment based upon the positive result. There were no associated or reported adverse events. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.